Manufacturer narrative:
(B)(4). Email address unknown / not provided.

Event description:
It was reported that the internal drive feature of the implant (bost513) was damaged and could not be successfully assembled with the iipdtl driver.

Manufacturer narrative:
One 3i t3® non-platform switched tapered implant was returned for inspection with a cover screw. The device shows signs of wear consistent with use about the threads and collar. The internal drive feature is noted to be damaged, and the hex is rounded. The reported driver was not returned for inspection. A device history review was performed and no related non-conformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: instsm rev d 02/16. Information identified: no-touchtm delivery of certain® internal & external hex connection tapered implants: for the certain internal connection implant, pick up the implant from the surgical tray using the dedicated certain implant placement driver tip. Carry the implant to the mouth facing upward to prevent accidental dislodging. Due to wear, periodic o-ring replacement (irordr) is required for the certain internal connection driver tip. Certain internal connection driver tips should be inspected for wear before use. Complaint alleges the driver tip will not assemble with the returned implant. The product was functionally tested, and it was confirmed that the implant returned could not be assembled with a mating house driver tip. The complaint was confirmed during inspection. A root cause for this complaint could not be determined. UDI: (B)(4).

Manufacturer narrative:
Device available for evaluation change ¿no¿ to ¿yes¿.